Event description:
Literature was reviewed regarding a 78-year-old male patient who presented with severe aortic stenosis and transvalvular gradients of 41.8 mmhg. Subsequently, the patient underwent implant of a medtronic 34-mm evolut pro+ bioprosthetic valve in the aortic position. During valve positioning, initial imaging showed minimal stent frame infolding within the acceptable range per the implantation guidelines. During valve deployment, the patient went into asystole which necessitated cardiopulmonary resuscitation. As the patient remained hemodynamically unstable, extracorporeal membrane oxygenation (ECMO) was initiated for circulatory support. Further imaging confirmed significant valve infolding and incomplete stent frame expansion. Intervention with balloon dilation resulted in full expansion of the valve stent frame with stabilized hemodynamics. Given the elevated left ventricular pressures, a non-medtronic intravascular blood pump was inserted. The postprocedural course involved gradual weaning from intravascular and ECMO support, and eventual transition to a rehabilitation facility. At a 30-day follow-up the patient was noted as asymptomatic and an echocardiogram confirmed optimal bioprosthetic valve function with a mean gradient of 8 mm hg. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: shah et al. Strategic management of valve infolding in evolut tavr procedures: enhancing outcomes and ensuring patient safety. J soc cardiovasc angiogr interv. 2024 oct 15;3(12):102394. Doi: 10.1016/j.jscai.2024.102394. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.